Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the working length was kinked approximately at 20.5cm from the tip. The handle cannula was kinked and broken. Microscopic inspection found the broken ends of the handle cannula had evidence of bending. The reported event was confirmed. Based on all available information, it is likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can result in kinks in the device. This condition would cause friction between the components at the kinked areas, causing difficulty to open/close the basket. Continued attempts to open it and force applied to the handle in order to open the basket can bend and break the handle cannula. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2021. When the device was unpacked, it was noticed that there was a slight bend on the handle cannula. During the procedure, when the basket was opened after inserting into the bile duct, the handle cannula broke. A photo of the returned device confirmed the handle cannula was broken. A different device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2021. When the device was unpacked, it was noticed that there was a slight bend on the handle cannula. During the procedure, when the basket was opened after inserting into the bile duct, the handle cannula broke. A photo of the returned device confirmed the handle cannula was broken. A different device was used to complete the procedure. There were no patient complications as a result of this event.